Event description:
It was reported that the screw head broke during the procedure. The screw shaft remains implanted in the patient's bone. Surgery was delayed by approximately 20 minutes. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.